Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and infection ('infection w/IV antibiotics') in an adult female patient who had essure (batch no. A78079) inserted for female sterilisation. The patient's medical history included right lower quadrant pain, penicillin allergy, menorrhagia, uterine dilation and curettage, uterine bleeding, uterine prolapse and intra-uterine contraceptive device insertion. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic bilateral salpingectomy, retrieval of essure bilaterally,). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and infection outcome was unknown. The reporter considered infection and pelvic pain to be related to essure. The reporter commented: more than one essure related surgery- yes, date of other essure related surgery: (B)(6) 2019. Implant site: right: 1. Left: 1. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received: " previously reported event medical device removal replaced with pelvic pain". Reporter, lot number, medical history, auto narrative and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and infection ('infection w/IV antibiotics') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. The reporter commented: more than one essure related surgery- yes, date of other essure related surgery: (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and infection ('infection w/IV antibiotics') in an adult female patient who had essure (batch no. A78079) inserted for female sterilisation. The patient's medical history included right lower quadrant pain, penicillin allergy, menorrhagia, uterine dilation and curettage, uterine bleeding, uterine prolapse and intra-uterine contraceptive device insertion. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic bilateral salpingectomy, retrieval of essure bilaterally,). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and infection outcome was unknown. The reporter considered infection and pelvic pain to be related to essure. The reporter commented: more than one essure related surgery- yes, date of other essure related surgery: (B)(6) 2019. Implant site: right: 1, left: 1. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: pelvic pain. Lot number: a78079 manufacture date: 2012-12 expiration date: 2015-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and infection ('infection w/IV antibiotics') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. The reporter commented: more than one essure related surgery- yes, date of other essure related surgery: (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.